Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On december 16, 2021, olympus medical systems corp. (Omsc) received the literature titled "endoscopic ultrasound-guided choledochoduodenostomy without fistula dilation using a stent with a 5.9-fr delivery system: comparison to a conventional procedure with fistula dilation". The purpose of this literature was to evaluate the feasibility and safety of endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) without fistula dilation using a novel self-expandable metal stent (sems). In the literature, it was reported as follows; this retrospective study examined 41 patients who underwent eus-cds for malignant distal biliary obstruction between october 2017 and may 2021. The median age was 68 years (range, 40-82 years). Pancreatic cancer was the most common cause of biliary obstruction (88%). An oblique-viewing echoendoscope (gf-uct240, gf-uct260; olympus and eg-580ut; fujifilm) or a forward-viewing echoendoscope (tgf-uc260j; olympus) was used to perform eus-cds. A 19-gauge needle for eus-guided fine needle aspiration (ez shot 3 plus; olympus and beacon fna exchange system; covidien) was used to puncture the extrahepatic bile duct. Subsequently, bile was aspirated via the needle until the diameter of the bile duct was reduced to approximately half, and the hilum was verified using cholangiography. Follows complications were reported. Cholecystitis (n=2). Bile peritonitis (n=1). Non-occlusion cholangitis (n=2). Bleeding (n=2). Portal vein-bile duct fistula (n=1). Medium leakage (13). Multiple organ failure(2). Based on the available information, reported these complications were not reported in a direct relationship with the olympus products. Especially, since two clinically unsuccessful patients died of multiple organ failure due to the rapid progression of the primary disease, these deaths were not related to the subject device. However, omsc assumes that the cholecystitis, bile peritonitis, non-occlusion cholangitis, bleeding, and portal vein-bile duct fistula might be related to the subject device since the subject device was used for the procedure. Whereas, cholecystitis, bile peritonitis, non-occlusion cholangitis, bleeding, and portal vein-bile duct fistula were not identified as serious injuries. However, omsc assumes that these complications were serious injuries since these complications might be caused or contributed to a death or serious injury. There is no description of the device's malfunction. Based on the available information, specific information on the subject device was not provided. And it was not reported which device was used to subject procedure. Therefore, omsc assumes that the cholecystitis, bile peritonitis, non-occlusion cholangitis, bleeding, and portal vein-bile duct fistula were adverse events to submit a medical device report (MDR) of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.